Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a wire on the permanent cautery hook was torn off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was completed with a back up instrument with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the yaw pulley. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the instrument (pn: 470183-14/lot #: n13210503-0020) associated with this event was performed. Per logs, the instrument was last used on 14-feb-2022 on system sk3219. The instrument had four uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.